Event description:
Pt was implanted with matrix construct at t11-l1 on (B)(6) 2012. Status post, the locking cap backed out of the screw at t11 on the right side. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. The locking cap and the screw were removed and replaced. Surgeon re-tightened the construct. The left side of the construct remained intact. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Approximate weight reported as (B)(6). Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.